Event description:
It was reported that the patient experienced an inadequate stimulation and the implantable pulse generator (ipg) caused pain. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7075822/7077333. UDI: (B)(4).